Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9,g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 06/06/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. The delivery device was returned inside the loading device. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was removed from the loading device with no visual or physical difficulties observed. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.49inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000342438 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal could not be loaded properly into the tube during step 4, so a new one was opened and the operation continued without incident. No delay. No harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name due to character limitations (B)(6) hospital.